Manufacturer narrative:
R&d analysis confirmed the reported issue. The session on january 28, 2026, ended abnormally. The freeze appears to be linked to the aida thread launch, which keeps looping endlessly. The most likely hypothesis is that the programmer froze due to the aida read, and that the various actions performed by the user further slowed down the system, preventing the aida thread from being managed correctly. A re-ghosting of the tablet is not required, so no return is necessary. The recommended workaround is to restart the session and wait until the aida read is complete before running any tests. No general malfunction is suspected on the device in question. This case is kept and used for trend analysis purposes.

Event description:
Reportedly, the implant date was missing; however, the pacemaker (pm) was functioning normally. The technician described the programmer behavior as follows: ¿I experienced a programmer freeze with unusual behavior. I was able to switch between tabs, but I could not access aida files or perform any tests. The tablet became unresponsive after starting the egm. The yellow start/stop button was inactive, and the pink end session button was also disabled (greyed out). This occurred on wednesday, 28/01/2026, around 12:00, for patient number (B)(6). Switching off the device was not possible because the session could not be ended. After removing the battery, the connection was restored, and the programmer functioned normally.¿

Event description:
Reportedly, the implant date was missing; however, the pacemaker (pm) was functioning normally. The technician described the programmer behavior as follows: ¿I experienced a programmer freeze with unusual behavior. I was able to switch between tabs, but I could not access aida files or perform any tests. The tablet became unresponsive after starting the egm. The yellow start/stop button was inactive, and the pink end session button was also disabled (greyed out). This occurred on (B)(6) 2026, around 12:00, for patient number (B)(6). Switching off the device was not possible because the session could not be ended. After removing the battery, the connection was restored, and the programmer functioned normally.¿